Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of below 20 mg/dl. The customer reported that his wife had to revive him after he became unconscious due to low blood glucose levels. The customer reported that he was convulsing during the event. The customer reported that he was given soda to raise blood glucose levels. The customer declined to troubleshoot. The customer reported that he may have given himself too much insulin during a correction. No additional information was provided.